Manufacturer narrative:
No service was requested. The user facility performed testing themselves. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. A ventilator log in .txt-format was provided. Alarms for high o2 concentration was confirmed directly after start, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. No further alarms were noted in the log. No technical or test logs were provided. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).